Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the patient went into atrial tachycardia/atrial fibrillation (at/af) when twos was present. The lead is still in use. No further patient complications have been reported as a result of this event.